Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead had high impedance, triggering the lead integrity alert. The lead was turned off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).